Manufacturer narrative:
On (B)(6) 2017, the customer reported that the continuous glucose monitor was out of warranty and the blood glucose (bg) reading was incorrect and was at 120 mg/dl. On (B)(6) 2017, the customer reported ongoing high blood glucose levels. A tandem clinical diabetes specialist reached out to the customer to offer any troubleshooting and on (B)(6) 2017, the customer reported that the bg levels have been "fine as of late". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing ongoing high blood glucose (bg) levels (300-500 mg/dl) and appeared to occur during bolus delivery. The customer would deliver a bolus and the bg level would still run high. The pump supplies were changed and a bolus was delivered to address the bg level. The cause of the high bg was not known and the customer thought that the pump was not working. A pump system check was performed and insulin was observed exiting the tubing; the pump was functioning as expected. The customer declined to remove the infusion set site. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.